Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping during neck dissection, they noticed that there were clips that are not fully closed and some blood loss was observed but not more than 500cc. Another clip applier was used, and suture ligation was performed to complete the case. There was no patient injury.